Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the injury experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no addition information has been provided as of date of this report. A follow -up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges injuries after undergoing a da vinci surgical procedure.

Event description:
As part of a legal mediation effort on (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci nissen fundoplication procedure on (B)(6) 2013 and alleged to have injuries including avulsion of the liver. No further information is provided at this time.

Manufacturer narrative:
The robotic fundoplication was performed with minimal complication due to the enlargement of the left lobe of the liver. There were no consequences regarding the eventual outcome of the procedure or the patient's overall health. No further clinical information was provided.